Event description:
During a percutaneous coronary interventional procedure on a lesion in the left anterior descending artery (lad) the physician attempted to withdraw the stent into the guide catheter as he was unable to place the device at the intended location. During this attempt to remove the device, the stent dislodged from the balloon. It was successfully retrieved (no details provided) and there was no injury to the patient. The lesion was successfully treated with a different cypher stent.